Manufacturer narrative:
Surgeon plans to return pt to operating room for revision. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.

Event description:
Six months postop, x-rays showed all four proximal screws detached from the plate for a mandible reconstruction implanted approximately (B)(6) 2010. Surgeon plans to return pt to operating room for revision. Synthes product development notes these screws are not intended to be used with the subject plate. This is the 1st of 5 reports submitted on this event.